Manufacturer narrative:
Follow-up #1: date of submission 14 -feb-2019 device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the battery compartment was cracked. The pump passed all required testing for delivery accuracy. The complaint reported on 8/10/2017 , according to the pump history the pump was used for deliveries until 1/4/2019. The pump history showed no evidence of delivery malfunction, total daily dose added up correctly with basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.